Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: what is the exact product code of the device and the reload? Psee60a and gst60b. What was the indication for surgery? Weight loss. What was the procedure? Laparoscopic sleeve gastrectomy. How was the post-op bleeding identified? Drop in hemoglobin. How was the post-op bleeding addressed? No active bleed found when patient brought back to theatre. How many days postoperative was the bleeding identified? 4 days after. What was the total estimated blood loss (ml)? 1-2 liters. Was a transfusion required? Yes 4 units. What was the pre and postoperative anti-coagulant and pain management protocol? Not known yet, however clinical fellow mentioned that blood thinners were administered. Was the bleeding intraluminal or extraluminal? Extraluminal. What was the color cartridge used throughout the procedure? Blue. Were there any issues with staple formation throughout the procedure at the site of the bleed? No. What is the current patient status? Healthy. Could you please provide a time of event between the initial surgery and reoperation? Procedure was on tuesday 6th and patient brought back into theatre on sunday 11th. Hematoma identified on the saturday by CT scan. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the surgeon and/or clinical fellow were evaluating echelon+ and gst reloads in a laparoscopic sleeve gastrectomy, and the patient needed to go back into surgery at a later date for a laparoscopic wash out. They recorded 1.3l of lost blood, however there was no active bleed. They evacuated the hematoma and washed out the abdomen.